Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without the lead serial number, the manufacturing date and site cannot be determined. Evaluation summary: the reported power on reset was confirmed during analysis and occured when the device's memory space (stack) was accumulating location pointers faster than what could be removed.